Manufacturer narrative:
This event is being filed as an MDR since the patient reported symptoms or physiological conditions that describe tooth breakage.

Event description:
The customer reported that due to aligners one tooth has broken. It is unknown if the customer required medical intervention. It is unknown if aligner treatment was stopped.